Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high defibrillation impedance. The suspected cause was a lead fracture. No interventions or changes were reported. There were no consequences for the asymptomatic patient.

Event description:
New information noted the right ventricular lead was explanted and replaced. Part of the right ventricular lead coil was left behind during the extraction. The patient was in stable condition.